Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history settings issue. The reporter stated that the patient had a blood glucose (bg) of 333mg/dl with nausea, vomiting, blurred vision, and chest pain. The patient was taken to the hospital and diagnosed with diabetic ketoacidosis. The patient was treated with insulin via injection and IV fluids. Customer support (cs) completed troubleshooting and the basal history does not match active basal program. This report is being made due to the bg excursion the patient experienced due to an alleged history settings issue.